Event description:
It was reported that the device was stuck in the lesion. The 18mm x 3.5 in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device got stuck in the lesion. The device was removed from the patient together with the entire system. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1- initial reporter facility name, address, and phone: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the rotalink burr device was received for product analysis. A visual inspection of the device found that the handshake connection was not visible nor retrievable. Upon dismantling the burr housing, the handshake connection was able to be retrieved with resistance. The coil was found to be kinked and stretched at the handshake connection indicating the cause of the resistance while retrieving during analysis. The damage present directly impacts device rotation. Photo media provided depicted a portion of the outer box product packaging; however, no evidence of the reported event could be confirmed with the media provided.

Event description:
It was reported that the device was stuck in the lesion. The 18mm x 3.5 in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device got stuck in the lesion. The device was removed from the patient together with the entire system. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.